Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right ventricular lead exhibited loss of capture, intermittent capture and failure to sense. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that failure to capture and failure to sense were due to lead dislodgement.

Event description:
New information received notes that high ventricular threshold with poor r-wave sensing and far p-wave oversensing were observed. The rv lead was explanted and replaced. The patient was discharged.